Event description:
Consumer was using the tooth and tongue toothbrush and every time she uses the toothbrush for the first time bristles fall out.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.